Manufacturer narrative:
The t:slim x2 pump user guide states that a resume pump alarm will occur if insulin delivery is stopped for more than fifteen minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. Reportedly, the customer stopped insulin delivery to take a shower and believes this is when the alarm occurred. The customer's blood glucose level ranged from 280 mg/dl to 300 mg/dl and the bg level was addressed with a bolus.